Event description:
It was reported that during a procedure for prolapse and hemorrhoids, that the device misfired. There was no adverse pt consequence.

Manufacturer narrative:
Date sent: 01/26/2009. Info is unavailable; device was not returned for eval.